Event description:
It was reported, the pt experienced a shocking sensation like the "kind that you get when you touch an electric fence". The pt thought it was a "fluke" the first time, but after the second time she turned off the device. The system was replaced. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).